Event description:
The pt contacted lifescan and alleged the one touch basic original was powering off during use. The medical affairs specialist contacted the pt to confirm the information. The pt followed their regular routine the day before the event, taking their medications and eating. Pt takes 6 units of nph in the morning and 4 units of nph about 6pm. Dinner about 5pm and snack about 8pm. At 10pm their blood glucose was 500 mg/dl. Pt took 4 units of regular insulin. At about 11pm pt awoke sweaty and nervous and their blood glucose was 52 mg/dl [sic]. No treatment received. The next morning around 8am pt attempted to use the meter and it would power off during use. No treatment sought or received, no symptoms reported. About 7 hours later pt went to the dr's office and on an unknown meter was "high, about 400 mg/dl." The pt was given insulin. The customer care representative performed troubleshooting and verified that the meter powers off during use. Based on the information obtained there is indication the product malfunctioned due to the power loss, however the high reading and the treatment were consistent, pt did not have any symptoms of hyperglycemia, there is the possibility of the pt going low earlier due to the intake of medication or not enough food. The meter was replaced and return is expected.